Event description:
On (B)(6) 2017, the lay-user/patient¿s father (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter read inaccurately high to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that on (B)(6) 2017 at around 9:00 pm, the patient obtained an alleged inaccurate high result with the subject meter. The exact result was not reported. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). The reporter denied the patient made any changes to her usual diabetes management regimen in response to the elevated result. The reporter claimed that the following morning at around 6:00 am the patient had a ¿seizure.¿ the patient was reportedly taken to hospital at an unspecified time on (B)(6) 2017 as a result of the alleged issue where she was treated with IV glucose. The reporter claimed the patient¿s blood glucose was measured on the hospital meter but was unable to recall the result obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that had been stored correctly, were not expired or past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.